Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh removal in (B)(6) 2011 and cystoscopy on (B)(6) 2012 due to bladder injury. It was reported that the patient underwent excision of eroded mesh, cystoscopy, and removal of bladder foreign body on (B)(6) 2012. It was reported that the patient underwent a cystoscopy, endoscopic excision of eroded mesh, and fulguration of bleeders on (B)(6) 2012. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat anterior and posterior prolapse.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, bleeding, urinary problems, recurrence, dyspareunia, vaginal scarring, organ perforation (bladder) and other. It was reported that the patient underwent the following procedures: on (B)(6) 2011, the patient underwent mesh explants due to mesh erosion. On (B)(6) 2012 and (B)(6) 2012 the patient underwent mesh explants due to mesh erosion. On (B)(6) 2012, the patient underwent mesh explant due to mesh erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05796. The same patient is represented in each medwatch.